Event description:
It was reported that the zimmer air dermatome was tearing the skin in the center of the graft. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.